Manufacturer narrative:
On 2/8/2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the device returned without fluid. Yellow and white material was observed within the device. Brown, green and white material was observed on the shell surface. Mentor product analysis lab discovered a rent measuring approximately 0.5 cm on the posterior aspect. Microscopic examination was performed. No evidence of instrument damage was observed. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the brown, green, white and yellow. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation (mre) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian patient underwent a breast augmentation with an unspecified mentor saline breast implant and experienced deflation on the left side. Deflation was confirmed by physician during exam. As a result, the patient underwent removal and replacement with saline mentor smooth round moderate profile 325cc, catalog number 3501650, serial number (B)(4), lot number 7604395 (l) and serial number: (B)(4), lot number 7552144 on (B)(6) 2019.